Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, it was observed that the flex deflectable videoscope had adhesive peeling around the objective lens, and scratches were present on the metal tip. No patient was involved in the incident.